Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used during an eus procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the physician pulled back the wire upon trying to drain a cyst the wire shredded off inside the cyst. The shredded material inside the patient was retrieved with trapezoid basket the procedure was completed with this device with no patient complications. The patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of tip detachment. Although the exact age of the patient is unknown it was reported that the patient is over 18 years old. The device has been returned for evaluation; however, a failure analysis of the complaint device has not been completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the pebax coating was damaged exposing the tip of the corewire. No evidence of corewire fractured. The condition of the returned device shows evidence that it was in contact with a sharp object causing the separation of a segment of the tip. The returned device was consistent with the complaint incident that the tip of the corewire was damaged. It is most likely that due to anatomical/procedural factors encountered during the procedure, performance was limited and may have contributed to the failures, therefore the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found. Similar complaint trend review performed and no other complaints reported for lot number 15711349. Labeling review was performed and no anomaly were found.

Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used during an eus procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the physician pulled back the wire upon trying to drain a cyst, the wire shredded off inside the cyst. The shredded material inside the patient was retrieved with trapeziod basket the procedure was completed with this device with no patient complications. The patient's condition was reported to be fine.